Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Manufacturer narrative:
Component code: g01003. The complaint investigation for a falsely elevated architect stat troponin-I result included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and historical performance of reagent lot 27862un20, through abbottlink data. Trending review determined no related trend for the issue for the product. The patient median data (divided into 3 groups) and cal f rlu mean were analyzed and compared to an established control limit. This evaluation indicated that all three levels of the patient medians and the cal f rlu are within the established limits. Device history record review did not identify any non-conformances or deviations with the likely cause lot and complaint issue. Manufacturing documentation for the likely cause lot was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of architect stat troponin-I, lot number 27862un20, was identified.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results for one patient. The following data was provided (customer¿s reference range is <0.03 ng/ml): sample ID (B)(6) initial result, on (B)(6) 2021, was 0.04, repeats were 0.01 and 0.56 ng/ml. The sample was repeated on another analyzer and the results were 1.82, 0.00, and 0.01 ng/ml. The patient was redrawn, and the result was 0.01 ng/ml. The patient had a previous result from (B)(6) 2021 which was 0.01 ng/ml. There was no impact to patient management reported.